Event description:
It was reported that the user experienced bluetooth connectivity issues preventing the dexcom g7 sensor from pairing with the ilet, and support guided the user to toggle between dexcom g6 and g7 settings, restart the ilet, and wait for pairing. Symptoms included no adverse physiological effects. Outcomes included no impact to blood glucose levels, no alerts or alarms, and no medical intervention. Investigation included customer support troubleshooting and verification of alert history. Investigation of this case revealed that device communication between the cgm and the ilet failed to establish during initial attempts but subsequently resolved with recommended steps. It was concluded that the event was related to a transient pairing failure without patient harm and that the device functioned as expected after troubleshooting.